Event description:
It was reported that the right atrial lead exhibited a high bipolar pacing threshold of 3.2 v, 1.0 ms. The lead was re- moved and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.